Event description:
Blood glucose measured 432 mg/dl back to back with a result of 439 mg/dl so took 16 units of insulin. It was reported an error occurred during a retest and then 7 minutes later glucose measured 54 mg/dl. Reporter stated customer self treated with glucose tablets. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.